Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 had failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed, cubie ejects and deletes item. A field service engineer ran hardware test application (hta) and checked all drawers for any rail-related issues. After powering down the unit, fse inspected the bus cable and found defective rails on drawer 4-1. Then fse launched the application and ordered a new hh drawer. Fse replaced the drawer. The customer tested the drawer and confirmed there were no issues. The system functioned as intended after the field service engineer repaired the device.